Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Reportedly, the pump was charged to 100% when it was put into storage mode. When the customer plugged the pump into a power source to turn the pump on, the battery gauge increased from 45% to 100% in approximately 5 minutes. Review of t:connect pump data indicated that the battery gauge increased from 79% to 100 % in 5 minutes. There was no reported impact the customer's blood glucose level.